Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed "error code 5, no trigger". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that performed the repairs reported that the screw that was replaced was not part of the repair, but the customer had requested this screw to be replaced since he had been trying to order it for some time. The screw belongs to the release latch of the iabp.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the customer's reported issue. The stm replaced shoulder screws on the iabp unit then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "error code 5, no trigger". It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed "maintenance error code 5, no trigger". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that performed the evaluation of the unit has provided additional information on this event as follows: the facility's biomed was performing a pm and exited the helium calibration before it could finish. He stated to the stm that he kept messing with it afterwards and the code went away. This biomed has no prior training on balloon pumps. Also, he was using a really old patient simulator for the datascope system 90. When the stm put this old trainer on the unit, it displayed the ¿no trigger¿ alarm, and when he switched it to his known working trainer, the ¿no trigger¿ alarm went away.